Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented with a long history of posterior cervical pain and upper extremity radiculopathy, weakness and numbness. She failed conservative treatment. On (B)(6) 2009, the patient presented with cervical spondylosis and degenerative disc at c5-6 and c6-7. The patient underwent anterior cervical discectomy and fusion c5-6 and c6-7 using peek interbody cages and rhbmp-2/acs. Intraoperative x-ray indicated good position of plate, screws, and cages. There were no noted complications. The patient¿s post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: on (B)(6) 2009: the patient presented with pre-op diagnosis: cervical spondylosis, degenerative herniated disc at c5-c6 and g6-c7. Procedure performed: anterior cervical discectomies and bone fusions with peak mechanical cages at c5-c6 and c6-c7 using rhbmp-2. (The surgeon put the anterior cervical plate on.) Per-op notes: using the disc space sizer, appropriate size peek mechanical cages were selected. Then, an extra-extra small rhbmp-2 kit was divided in half and the infuse sponge was placed into both peek mechanical cages from both c5-c6 and c6-c7. Also, some bone shavings which had been saved from the drilling were placed over the inferior to superior part of the sponges on both peek cages. The first cage was placed in the c6- c7, gently tapped with a tamp and mallet until slightly countersunk. The second cage was placed in the c5-c6 and gently tapped with a mallet until slightly countersunk. On (B)(6) 2009: the patient presented with pre-op diagnosis: multilevel cervical stenosis. Procedure performed: anterior cervical plating from c5 to c7, plate.